Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 177 mg/dl, and the meter bg reading was 73 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 22 mg/dl. Subsequently, the customer went to the emergency room (ER). Bg was treated with a glucagon injection, and intravenous saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.